Event description:
The customer reported via phone call that the buttons were super tight on the insulin pump. Customer stated that it felt like a screw might be loose. Customer stated that she did not know what part of the pump she was talking about. Customer will be returning her insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.